Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for basic evaluation (be). It was reported that the procedure was ¿traumatic¿ for the trial patient and they were sore. They also mentioned that they had quite a bit of fluid and were unsure why. Additional information received on (B)(6) , 2017 reported that the patient had a urinary tract infection (uti) and may have a yeast infection from the antibiotic there were taking. Their physician prescribed another medication to help. Follow up information received on (B)(6) 2017 again reported that the patient thought they had an infection, so they were drinking more water. There were no further complications reported or anticipated.